Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke and neurologic dysfunction as a potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The heartware® system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. It can be concluded that the known and foreseeable risks associated with the placement of a vad are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Neurologic events, such as stroke, are likely caused by thromboemboli and/or preexisting conditions and are a potential adverse event related complication in lvads. Vad patients are prone to thromboemboli for various reasons and require the use of anticoagulation to prevent thromboembolic events and excessive use of anticoagulants can result in a neurologic events caused by intracranial bleeding. With review of the available clinical data and the device history records, there is no indication of any device manufacturing or performance issues related to the reported event. The most likely root cause of the stroke is the patient's complex medical history, comorbities and supratherapeutic inr. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that the patient was brought in to the emergency department on (B)(6) 2016 due to confusion at home. Head CT showed a 5cm x 3cm x 5cm (50cc) left posterior-temporal intraparenchymal hemorrhage with a 4mm midline shift. Inr 2.2 on admission. On admission patient reported progressive word finding issues and a halocephalic headache starting on (B)(6) 2016. Repeat head CT on (B)(6) was stable, but a new temporal subdural hematoma was noted. Repeat head CT on (B)(6) showed marked edema with a 5mm midline shift and a second focus of hemorrhage noted at the lateral aspect of the left middle cranial fossa. Cerebral angiogram on (B)(6) with minimal contrast (kidney tx candidate) was done and showed no aneurysms. Neuro surgery has been following the patient and recommended no interventions at this time but recommends holding warfarin x 10 days and maintain map 60-90 for brain perfusion. The vad team is holding warfarin/asa/heparin currently. Inr was reversed with k-centra. The patient is currently only aware of her name. She cannot relay stories and does not recognize her family or the vad team. Warfarin to restart on (B)(6) 2016. The site believes hcva is related to uncontrolled blood pressure. The patient has been followed closely in clinic and was on 7 different antihypertensive agents, 5 of which were maxed out. The patient was discharged to the acute inpatient rehab on (B)(6) 2016.